Manufacturer narrative:
(B)(4). This lot was manufactured between june 17, 2013 to june 18, 2013. Evaluation summary: baxter received the device for evaluation without its original package. Visual inspection noted the blue wined luer cap had separated from its distal luer lock. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the winged luer cap of a small volume intimate separated from the device. It was not specified when in the process this was noted. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.